Event description:
It was reported from a customer evaluation the during a lumbar fusion, the tip plastic came off. The surgeon commented this needs to be fixed.

Manufacturer narrative:
This MDR is being filed based as a result of a retrospective review of marketing evaluations received by the manufacturer. The plasmablade used in the reported complaint was not returned for analysis. Review of the lot history record was not possible since the lot number was unknown.